Manufacturer narrative:
A review of lot number 3068935 showed that 200 were manufactured, tested, inspected and released with no anomalies in june 2015. Product has not been received.

Event description:
Complaint received concerning leakage event with use of 011-h3541, 29cm 2.8 ml, add-on set w/2 back check valve, vented cap, lot number 3068935 (manufactured 06-2015). It was reported that approx. One hour into a scheduled chemo infusion, minor leakage was detected at an unspecified location on the add-on sets yellow tubing line. Attempts to clamp the line and stop the leakage was unsuccessful. The device was removed and replaced. It was also reported that there was minor chemo leakage/exposure to the patient and attending clinician but no injuries and or adverse consequences occurred. Chemo exposures were treated per normal hospital protocols.

Manufacturer narrative:
Investigation analysis and conclusion: the complaint of a minor leak along the yellow polyurethane tubing of the used 011-h3541 add-on set was confirmed. The leak was the result of a hole in the tubing about 1/4" below the bond to the spike. There did appear to be scuffing on the tube around the area of the hole. The complaint description states the set was primed and used for about one hour before leakage was observed. This type of damage would have been readily apparent had it been contributable to the manufacturing of the add-on set. The additional unused 011-h3541 add-on set was pressure tested and no leakage was observed at any point along the fluid path.